Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. The initial result was 1.92 mmol/l. The repeat results were 2.34 mmol/l and 2.33 mmol/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. There were multiple abnormal aspirations and short sample alarms observed. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.